Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was no longer illuminating when plugged into a power source or when the wake button was pressed. Reportedly, the customer left the pump plugged into charger for "a few minutes", and the screen illuminated. When the screen illuminated it was noted that the insulin gauge read 0 units, and the screen was unresponsive to presses. Customer stated that they had just loaded a new cartridge onto the pump. Customer's blood glucose level was not impacted.